Event description:
It was reported that the blue dome cover on the light in 12c l&d room has fallen off at some point. There were no reported injuries or adverse consequences.

Manufacturer narrative:
On 15 july 2025, it was reported by the technician that the blue dome cover of the f628 light was cracked and had fallen. To resecure the device, the customer had attempted to drill self-tapping screws into the cover. The issue was resolved by replacing the dome cover with a new undamaged cover. The most likely root cause is a combination of customer misuse and normal product wear. This is supported by the evidence of reattachment and self drilling screws, which irreparably damaged the product; however, this action was in response to cracking in the dome cover, which likely failed due to a combination of age (the device is an older berchtold model, which were phased out for the updated stryker branded f628 lights in 2019) and environmental factors. There was no patient involvement or impact. There were no adverse events reported. This failure did not exceed any thresholds and will continue to be monitored.

Event description:
It was reported that the blue dome cover on the light in 12c l&d room has fallen off at some point. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.